Event description:
It was reported that during a routine device check a rise in threshold and low impedance was observed on the ventricular lead. The patient was taken to the lab to evaluate the lead via the analyzer and measurements were within range so the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).